Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alleged under delivery due to high blood glucose level. Customer had blood glucose level of 27 mmol/l. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with insulin backup plan for high blood glucose level. Customer reported that they had contacted their health care professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.